Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual used in this incident, it was determined that door was failed to open. A field service engineer (fse) replaced both the control board and solenoid, then configured and tested the unit and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator on health site viewer was indicating that the refrigerator was out of range, while isensix monitoring was indicating that the refrigerator was in range. The smart remote manager box on the refrigerator was showing 11 when it was normally at an 8. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.